Manufacturer narrative:
Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician was not able to duplicate the customer's reported issue during testing and evaluation.

Event description:
It was reported to vyaire medical that the unit was alarming xdcr fault and would stop intermittently while in use on a patient. There was no patient harm associated with this event.